Event description:
It was reported that a physician trained in the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second and third proglide devices were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.devices #2 and #3 - proglide (part #12673-03; lot #930396h), are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found an anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket and the anterior needle was undisturbed. Because the anterior needle did not engage with the cuff, the suture could not be retrieved when retracting the needle plunger. Because the link was held on one end by the anterior cuff in the foot pocket while being pulled on the other end by the removal of the suture, this resulted in the link break at the anterior cuff. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior cuff miss and subsequent link break is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Heavily calcified arteries could deflect the needles during deployment. The instructions for use (IFU), under special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the silver ball on the end of the probe was missing. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.